Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis on an unknown date in 2016. Further information in regards to this event has been requested from the reporter. Although a temporal relationship exists between the patient's diagnosis of unknown etiology peritonitis event and the fresenius products exist, there is no documentation in the complaint file supporting a possible causal association between the patient's subsequent reported events of unknown peritonitis. Due to lack of clinical information, the etiology and causality of this peritonitis event cannot be determined.

Manufacturer narrative:
Corrective data: follow up 1 date: 09/07/2017; follow up 1 date: 08/03/2017.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis on an unknown date in 2016. Further information in regards to this event has been requested from the reporter. Although a temporal relationship exists between the patient's diagnosis of unknown etiology peritonitis event and the fresenius products exist, there is no documentation in the complaint file supporting a possible causal association between the patient's subsequent reported events of unknown peritonitis. Due to lack of clinical information, the etiology and causality of this peritonitis event cannot be determined.

Manufacturer narrative:
Sample has not been returned to the manufacturer. A supplemental report will be submitted upon receipt or completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis on an unknown date in 2016. Further information in regards to this event has been requested from the reporter. Although a temporal relationship exists between the patient's diagnosis of unknown etiology peritonitis event and the fresenius products exist, there is no documentation in the complaint file supporting a possible causal association between the patient's subsequent reported events of unknown peritonitis. Due to lack of clinical information, the etiology and causality of this peritonitis event cannot be determined.